Event description:
Additional information received reported that isometrics and an xray were performed. The results of the xray were not available. The device was reprogrammed and the patient would be monitored until a replacement procedure would be performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this device was later explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms, noise, and oversensing. Troubleshooting and programming options were discussed with the health care professional (hcp). It was noted that the patient was not rv pacemaker dependent. No adverse patient effects were reported. The device remains in service. Additional information received reported that isometrics and an x-ray were performed. The results of the x-ray were not available. The device was reprogrammed and the patient would be monitored until a replacement procedure would be performed. No adverse patient effects were reported. The device remains in service. Additional information received reported that this device was later explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms, noise, and oversensing. Troubleshooting and programming options were discussed with the health care professional (hcp). It was noted that the patient was not rv pacemaker dependent. No adverse patient effects were reported. The device remains in service.